Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 -17.5 diopter implantable collamer lens was torn during loading. There was no patient contact. On (B)(6) 2022 an identical lens was implanted into the eye. This resolved the problem.